Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was experiencing an elevated blood glucose level of 352 mg/dl. The customer was uncertain of the suspected cause and stated they had recently changed their infusion site. The customer declined to troubleshoot with tandem technical support. The customer delivered a bolus. Additionally, it was reported that the wake button was no longer working to activate the pump screen. Reportedly, the customer was able to access the pump features after plugging the pump into a power source. Reportedly, the customer would continue to use the pump for therapy until the replacement pump was received.

Manufacturer narrative:
(B)(4).